Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items were overridden. A technical support specialist contacted for investigation, but no information was provided by the customer and decided to close the complaint file as no response from the customer end.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, all items are set as general override except the keys which are set to high alert on the vitas msr db in mql. This db is supposed to push out the items formulary to all prx1, prx2, and prx22 vitas sites, so their item formulary mirrors the vitas msr, and it was noticed the vitas palmetto site had multiple items set as high alert which did not mirror the vitas msr db. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, all items are set as general override except the keys which are set to high alert on the vitas msr db in mql. This db is supposed to push out the items formulary to all prx1, prx2, and prx22 vitas sites, so their item formulary mirrors the vitas msr, and it was noticed the vitas palmetto site had multiple items set as high alert which did not mirror the vitas msr db. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.